Event description:
A lead extraction procedure commenced to remove an ra lead due to ceid system/pocket infection. The lead contained a cook medical liberator to provide traction. A cook medical byrd, cook medical evolution, and spectranetics glidelight laser sheath were used to add in the extraction of the lead. Without use of the laser, and when traction was slowly applied, the tip of the lead detached; however, the patient's blood pressure decreased. Pericardia! Tamponade was confirmed and pericardiocentesis was performed. The vitals stabilized and the patient survived the procedure. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".